Event description:
Patient presented to the physician with tongue soreness and jaw pain. Physician brought the patient into the operating room, removed the ipg, placed a new ipg in the pocket, re-sutured, and closed the incision site.